Event description:
Customer reported that during a cataract procedure the surgeon went to inject the antibiotic and noticed a black fibre in the barrel of the syringe, obviously it was immediately withdrawn and a new syringe was used. It was reported that it looks like a strand of rubber still attached to the rubber bung is loose.